Event description:
It was reported that blades were breaking at the mount. The complainant was not aware of any adverse consequences or surgical delay as a result of this event.

Manufacturer narrative:
The device has been returned. A follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
The device was not made available for return. The quality investigation is complete. Device not returned to the manufacturer.

Event description:
It was reported that blades were breaking at the mount. The complainant was not aware of any adverse consequences or surgical delay as a result of this event.